Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer reported the log files shows the following: power supply failure alarm was active at (B)(6) 2019 10:58:49 . Gas supply was interrupted at (B)(6) 2019 10:58:53. Alarm 271 was active. Alarm 151 was active on (B)(6) 2019 10:58:56. During the above mentioned time interval o2 supply pressure drops down from 3.51 bar to 0.02 bar. Ventilation is on at this time interval.

Event description:
Customer reported while using the bellavista 1000, that the gas supply on this unit cuts of while on use. Log shows power failure on the device. Requested to send the risk analysis and the time and date of the incident. The customer reported there is a patient involvement associated with the event.

Event description:
Additional information was received and it was confirmed that there is no patient involved associated with this event.

Manufacturer narrative:
Vyaire technical support reviewed the log files received and it was detected that the oxygen supply outage may have caused the reported alarm. There was no failure detected and the machine worked as expected.